Manufacturer narrative:
Unit passed the rewind basic occlusion test, prime/delivery test and displacement test; however, unit received stuck in the motor error loop during bolus / basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. The drive support was found slightly loose. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 89 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic phone case; drive support cap appeared normal. Customer also reported to have received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.